Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 537 mg/dl. Customer would attempt to bolus via pump to address the elevated bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.